Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen 600mcg/ml at 189.68mcg/day and morphine 30mg/ml at 9.484mg/day via an implantable pump. The indications for use were non-malignant pain and failed back surgery syndrome-other. On (B)(6) 2019 it was reported that the patient is in the ER (emergency room) for withdrawal symptoms. The patient had a refill on (B)(6) 2019, and started having withdrawal symptoms "shortly after that." The patient stated the refill was normal from what they understood. The patient is experiencing increased clonus and itching. The patient's symptoms have become progressively worse, and that is why he is in the ER today. Per the reporter the logs look normal and is looking for further considerations. The patient¿s next refill is scheduled for (B)(6) 2019. To note, patient reports he has not had any falls or accidents. No further complications were reported regarding the event. Additional information was received on (B)(6) 2019 from a healthcare professional (hcp) who reported that the cause for the patient¿s symptoms was not determined. The pump appeared to be functioning well. The patient did not appear to have withdrawal symptoms. The pump was emptied and refilled with new medication. The pump remains in with no interventions scheduled. No further complications were reported/anticipated. Additional information was received from the hcp via a manufacturer¿s representative (rep) on (B)(6) 2020. The drugs being delivered were compounded baclofen and morphine (unknown) with unknown doses and concentrations. It was reported that the patient had withdrawal symptoms, 3 occurrences in past 6-8 months. The environmental/external/patient factors that may have led or contributed to the issue were unknown. The patient has had dye study that was negative, no motor stalls noted, and physician even took medication out of pump and replaced it on 1 occasion and the patient seemed to improve. No surgical intervention occurred or was planned. Drug is compounded. The issue was resolved at the time of the report. No further complications were reported/anticipated. Additional information was received from the rep. It was reported that the rep was entering a catheter revision and was calling for further troubleshooting before entering the case. It was confirmed that the issues were already reported. It was reported that the rep checked the pump logs and they showed no abnormalities. It was reported that the patient continued to have intermittent symptoms of withdrawal. It was discussed with the rep to continue with the catheter revision.

Manufacturer narrative:
Concomitant medical products: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep and confirmed by a physician. The catheter revision was performed on (B)(6) 2020 with no issues. The entire catheter was replaced and was discarded by the hospital. It was reported that the patient's withdrawal had resolved.